Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, a loss of capture was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed rv lead dislodgement. The physician attempted to reposition the rv lead but the helix was unable to retract. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture and helix unable to retract. Loss of capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found the helix to be retracted and clogged with blood. X-ray examination found over-torque of the inner coil consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix could be extended and retracted. The measured full helix extension length was within specification.